Event description:
It was reported that error icon displayed occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Product was provided for investigation. An external visual inspection was performed and failed due to the usb connector was damage. Pictures were taken. A receiver charge test was performed and failed due to the usb connector was damage. A receiver boot test was performed and failed due to the usb connector was damage. Functional tests were not performed due to the usb connector was damage an internal visual inspection was performed and passed. The log was not downloaded for review due to the usb connector was damage. The allegation was undetermined . The probable cause could not be determined. No injury or medical intervention was reported.